Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the patient received many inappropriate shocks for atrial fibrillation (af) with rvr (rapid ventricular rate). It was also observed that af had occurred in the electrocardiogram taken at the check and v-rate (ventricular-rate) had entered into tdi (tachy detect intervals) many times. The device's rate control was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.